Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with the flu, and while she was in the hospital she experienced blood glucose levels greater than 500 mg/dl. The customer stated that she gave herself insulin with the insulin pump multiple times, but continued to experience high blood glucose levels. The customer stated that she was also treated with a manual injection by the nurse. The customer stated that her blood glucose levels eventually went down to 98 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the incorrect time and date. The basal rates were programmed correctly. Found low reservoir, low battery and battery out limit alarms in the alarm history. The insulin pump passed the prime test. Nothing further was reported.